Manufacturer narrative:
(B)(6).

Event description:
It was reported that the vns patient's seizures were steadily increasing following initial implant surgery prior to the vns stimulation being enabled and the physician chose to turn on the patient's vns to combat the seizures. The physician indicated to a company representative that he was unsure what the seizures were due to but that the increase had resolved since vns stimulation was enabled. Attempts for additional information have been unsuccessful to date.

Event description:
Additional information was received from the physician indicating that the patient was already under poor seizure control prior to vns and this is what he attributes the increase in seizures to. No other interventions appear to be planned.